Manufacturer narrative:
(B)(4). On (B)(6) 2021 the customer alleged motor error alarm. Pump received unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. The original motor was removed and replace with a test motor. No anomalies was notice. Problem isolated the motor. Pump history download using thds was successful. However, a47 alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. A47 alarms are due to the pump not having power for a long period of time. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. Insulin pump received with motor error during rewind due to motor encoder signal out of phase. .

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. Customer was able to clear the alarm and rewind also. Customer reported the drive support cap appeared normal. The insulin pump was not exposed to high magnetic field. The insulin pump alarm history contained more than one motor error alarm within a 30 day period. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.